Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the na electrode and cleaned the flow cell to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient ethnicity or weight information was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.